Event description:
It was reported that the left ventricular (lv) lead had lost capture due to becoming dislodged and migrating back into the right atrium. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted (B)(6) 2014; 6725 crdm adapter, implanted (B)(6) 2014. (B)(4).